Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that following the implant procedure, left ventricular (lv) capture thresholds had increased substantially, requiring higher programmed outputs. It was further reported that the lv lead exhibited a loss of capture and it was determined to have dislodged. The lead was turned off and subsequently revised. The lead remains in use. No patient complications have been reported as a result of this event.